Manufacturer narrative:
A visual examination of the returned device revealed that the internal bolster was found to be separated from the device and one small section of the internal bolster broke from it and this section was not returned. The tube was not returned for analysis, only the internal bolster was returned. The complaint was consistent with the reported incident that the internal bolster detached/separated. The bolster failure appeared to have occurred while undergoing shear force during removal from the patient. Bolster detachment during removal most likely occurred because excess force was applied to the device during removal causing the bond between the tubing and bolster fail. Since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited. Based on the information available and the analysis performed, the most probable cause of this complaint is operational context. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure. The procedure date is unknown; however, it was reported that this device was placed about a month ago. According to the complainant, on (B)(6) 2017, a replacement procedure was performed since skin problem occurred. The exact nature of the skin problem is unknown at this time. During the removal of the device, the internal bolster detached from the tube and remained inside the body. It was retrieved through the endoscope. The procedure was completed with a new endovive securi-t percutaneous replacement gastrostomy tube. Additional information as of (B)(6) 2017. The skin problem occurred was described as "red flare." Reportedly, "according to the dr, there¿s no relation between the device and red flare."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive¿ securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure. The procedure date is unknown; however, it was reported that this device was placed about a month ago. According to the complainant, on (B)(6) 2017, a replacement procedure was performed since skin problem occurred. The exact nature of the skin problem is unknown at this time. During the removal of the device, the internal bolster detached from the tube and remained inside the body. It was retrieved through the endoscope. The procedure was completed with a new endovive¿ securi-t percutaneous replacement gastrostomy tube.